Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a sudden red battery alarm with fully charged batteries. A series of no external power events occurred while connected to the mobile power unit (mpu) caused by power from the mpu being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard and no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log. The submitted log file contained approximately 8 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2022 from 16:26:11 to 16:26:13 and from 16:26:17 to 16:29:58 due to losses of external power while connected to the mpu. The system controller backup battery supported the system during the losses of external power without any issues. The alarms resolved each time once power to the system was restored. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information (including the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if the ac power cord became loose from the back of the unit or from the outlet, if there were any environmental circumstances that would have affected ac power at the time of the event, and if the unit is currently operational); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.